Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the upper lower and middle abdomen in (B)(6) and (B)(6) 2021 using coolsculpting elite control unit and may have developed paradoxical adipose hyperplasia. Patient first noticed symptoms of hardening to the treatment areas approximately six months after the second treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional data: a3a a4 a5(hispanic or latino) b5 d4 g2. Changed data: d1 d8 g1 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen on (B)(6) 2021 using the cooladvantage c150, c240, and s150 system applicators, who developed paradoxical hyperplasia (ph) after treatment.